Event description:
Patient was revised to address knee pain. The surgeon chose to remove the inset patella and implant using a non-inset technique.

Manufacturer narrative:
Examination of the returned product did not reveal any anomalies. Although the investigation could not determine the root cause of the reported pain, the info provided might indicate that the implant chosen for the initial surgery did not achieve the desired results. The initial report states that it is not suspected, that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.